Event description:
It was reported that during a laparoscopic cholecystectomy procedure, after the initial firing of the device, the clips were feeding scissored into the jaws. Once the surgeon noticed the scissored clip in the jaw, they discontinued using the device and got a new one. This occurred with three devices. A fourth device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.